Event description:
Customer was admitted to hospital for high blood glucose and diabetic ketaocodiosis. Customer received approximately 20 no delivery alarms and did not change her set. When she arrived at the hospital she was taken off the pump. Customer stated that the cannula was bent.